Manufacturer narrative:
Case (B)(4) initial report: the appropriate device details were provided. The manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. The reporter stated that the device was available to be returned. If confirmed, conclusions of its review will be provided in a supplemental report. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The black handle of the trinity std introducer/impactor handle broke and became dissociated from the shaft. This caused a delay of more than 30min.

Event description:
The black handle of the trinity std introducer/impactor handle broke and became dissociated from the shaft. This caused a delay of more than 30 minutes.

Manufacturer narrative:
Case (B)(4) final report: the appropriate device details were provided. The manufacturing records were identified and reviewed. Devices conformed to material and dimensional specification at the time of manufacturing. The device was returned and the failure mode was confirmed. This failure mode has been reported to corin previously and an internal project has been raised to investigate a new design. This case is now considered closed. Note: the submission of this report does not consitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this even.